Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additional information has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. Broken part remained in root canal and treatment is not yet concluded. No product will returned because not available - thrown away.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.